Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head image flickered. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The DHR could not be verified since the equipment in question was manufactured more than 15 years ago. The device was returned for olympus for evaluation and the user¿s request was confirmed. The device evaluation also found flooding of the image capture, cables, and corrosion of electrical contacts. Based on the results of the results of the investigation, flooding of the cables and image capture caused the image to flicker. However, the root cause of the flooding could not be established. This issue is addressed in the instructions for use (IFU): endoscopic image disappearance and freezing. Warning: please strictly observe the following endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the camera head image flickered. There were no reports of patient harm.